Event description:
Dealer advised the egg switch is not making connection. End user kept it tied and wound up and it needs to be moved sometimes to get it to work. At one time the end user became stuck.